Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that log file submitted captured a few driveline fault (dl) events on (B)(6) 2022 at 1737-1742. There was a transient power elevation of 10.4w on (B)(6) 2022 at 1728 which was associated with a pulsatility index (pi) event. The vad (ventricular assist device) clinician attempted to exchange the patient to the new controller and immediately had a "controller fault" alarm. The flow was +++. The speed never fully went up to 9400 and had periodic "low speed advisory" alarms. Based on these alarms, the patient was immediately switched back to the original controller and patient was stable. Additional log file submitted captured the driveline faults from the original analysis and captured the driveline disconnect from the controller exchange and the reconnection of that controller at 2118. The controller exchange did not resolve the issue; therefore, the patient was exchanged back to their original controller and discharged home. No additional information provided. Related manufacturer report number: 2916596-2022-01529.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline fault and a replace controller with a yellow wrench advisory alarm was confirmed via the log files review. The log files spanned approximately 1 hour ((B)(6) 2022, and (B)(6) 2022 from 20:15 to 20:21 per the timestamp). The events before (B)(6) 2022 at 20:15 is not relevant to the reported event. A replace controller alarm coincided with a yellow wrench advisory alarm and intermittently activated on (B)(6) 2022 from 20:16 to 20:20 due to a backup processor fault. The alarm resolved shortly after activation. A driveline fault alarm coincided with a yellow wrench advisory alarm and activated on (B)(6) 2202 from 20:20 to 20:21 due to phase 2 being higher than phase 1 and 3. The alarms remained active until the driveline was disconnected on (B)(6) 2022 at 20:21 for a controller exchange. The driveline fault and backup process fault coincided with a low speed event and seems to be related to a potential driveline issue. This will be investigated under the pump investigation. No other notable alarm was observed. The returned hm2 system controller, serial (B)(6), was functionally tested and passed all steps without any issue. The controller was connected to a mock circulatory loop for an extended period of time without activating an alarm. The controller functioned as intended during analysis. Additional information on (B)(6) 2022 stated that exchanging the controller did not resolve the issue. No further alarm was observed. The patient was switched back to the original controller and discharged home. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including driveline fault and replace controller. No further information was provided. The manufacturer is closing the file on this event.